Manufacturer narrative:
A siemens healthcare diagnostics cse (customer service engineer) was dispatched to the customer site for instrument evaluation. The cse replaced the mixor motor, cell base, seals and tubing 49 assembly. The cse ran qc successfully. The cause of the discordant chloride results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant chloride results were obtained on three patient samples on an advia 1800 instrument. The discordant chloride results were not reported to the physician(s). The samples were retested on an alternate instrument and those results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.